Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the port. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 0603880ce implantable port experienced a fluid leak. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.